Event description:
Customer reportedly received results of 11 mg/dl and 300 mg/dl within 10 minutes on the active system. High blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.